Manufacturer narrative:
Device code: endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair with right side approach though there was some tortuosity and calcification at distal access site: confirmatory angiography confirmed proximal type I endoleak; a main body extension placement was attempted to resolve the endoleak. Then, the physician encountered an insertion difficulty and failed when he advanced the body extension over lunderquist wire guide. An attempt of inserting the body extension was abandoned, and another manufacturer's stent was placed. Proximal type I endoleak was resolved, and there has been no adverse effects to the patient.